Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation under the lifevest. The electrodes were reportedly leaving imprints on the patient's skin and the area was red. The patient's wife, a registered nurse, applied water based lotion to the affected area. Follow-up indicated that the patient's skin was better.